Manufacturer narrative:
Ni

Event description:
A customer alleged that bars are missing from the sterrad 200 cart/rack. The cart is approximately six years old. The customer alleges that the bars are missing due to faulty welds and requested a replacement cart. Asp has requested the return of the product for investigation. At this time, there is no report of any injury or harm associated to the alleged faulty welds. Asp will continue follow-up efforts. In the event additional information is received, a supplemental medwatch report will be submitted. This medwatch report is submitted as a malfunction report after a serious injury triggering report of (B)(4) 2012. The push cart is an accessory to the sterrad 200 sterilizer for use in the health care (hc) and scientific and industrial (s&I) environments.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history review, the complaint history and supplier risk assessment. The DHR (device history review) for sterrad® 200 capital unit indicated the loading cart met all specifications prior to release on 9/28/06. Date of manufacture is unknown for the st200 2-tier shelf. The service and complaint history for the sterrad® 200 cart/rack was reviewed. The cpm for this issue from 01/2012 to 12/2012 found this was an isolated incident. The product supplier indicated that the risk associated with this issue is low and that there is no risk to the user. The suspect product was not returned for evaluation and no photographs were available. The product supplier indicated that the welding may come undone if the welding point is subject to strong stress. The customer was non-responsive to multiple requests for usage information, including the maximum cart load and frequency of use. It is unknown when the loosening of the bars was first observed. Abuse cannot be eliminated as a contributing factor (i.e., maximum load weight exceeded). A CAPA initiated to evaluate an unrelated weld issue resulting in an injury was reviewed. The investigation and corrective actions performed as part of the CAPA were found not to be applicable to this issue as: this complaint involved the sterrad® 200 2-tier rack (p/n 10207); product supplier indicated that the risk associated with this rack issue is low and that there is no risk to the user, and; insufficient information is available to determine if this rack complaint is related to a manufacturing issue. The customer complaint of damage to capital equipment (missing bars from a loading rack) cannot be confirmed nor the assignable cause identified with the information provided.